Manufacturer narrative:
H11: additional manufacturer narrative: the device was not requested for return as there is no allegation of device deficiency and/or malfunction by end customer the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 7300tfx27, implanted in mitral position, was explanted from this 75-y-o patient after an implant duration of 4 years and 10 months due to unknown reasons. Another 29mm bioprosthetic valve was implanted in replacement.

Manufacturer narrative:
The following section were updated/corrected/added: b5, b7, h1 and h6 (component code, clinical code, device code, type of investigation, investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for the same patient. Reference related manufacturer report # 2015691-2026-15541. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Per the information provided, the patient was reported deceased due to ischemic bowel four days post-procedure; no causal or contributory relationship between the device and the patient death was identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Event description:
It was reported from canada via the implant patient registry that this valve model 7300tfx27, implanted in mitral position, was explanted from this 75-y-o patient after an implant duration of 4 years and 10 months due to calcification leading to severe stenosis. Reportedly, 2 leaflets were totally calcified and immobile (mean pressure gradient of 24 mmhg). The patient presented with heart failure prior to the intervention. Another 29 mm bioprosthetic valve was implanted in replacement. The patient was reported deceased due to ischemic bowel four days post-procedure.

Manufacturer narrative:
Information added/updated to section h6 (investigation findings and investigations conclusions). Corrected data in section h6 (type of investigation): 4112 (analysis of information provided by user/third party) replaces 4111 (communication/interviews). H11: additional manufacturer narrative: the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.